Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during an acl reconstruction surgery, the siosure screw was broken while it was screw-in. The procedure was successfully completed using a back-up device. It is unknown if there was a significant delay. No other complications were reported.

Manufacturer narrative:
The reported device was received for evaluation. It was determined the device did not contribute to the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymer found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. A review of the customer provided image found a screw with no signs of physical damage in the image. A visual inspection of the returned device found that it is not in its original packaging. There are no signs of a break on the device, and but the threads have become deformed through use. There is debris in the threads. Based on the condition of the product material found during visual inspection, additional material testing is not required. Per subsequent email no relevant clinical information will be provided for inclusion in this medical investigation. Therefore, a thorough medical investigation could not be rendered nor could a clinical root cause for the reported failure be determined. Based on the information provided, all the pieces of the broken biosure screw were removed from inside of the patient with tweezers and the procedure was successfully completed using a back-up device in the same bone hole with no delay. According to the report, no other complications were reported, and patient is in good condition, therefore, no further clinical/medical assessment is warranted at this time. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Event description:
It was reported that, during an acl reconstruction surgery, the biosure screw was broken while it was screw-in. The device break inside the patient, all the pieces removed from the patient using tweezers. Patient is good. The procedure was successfully completed using a back-up device. No delay was reported. No other complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).